Event description:
It was reported that patient presented in the emergency room after experiencing pocket stimulation. Upon device interrogated, confirmed all lead measurements were normal. The device was programmed to max output and forced pacing for a brief time and the stimulation was not reproduced. However, intermittently during the check, it was noted that the device was moving on its own and was seen to press up against the skin, presumably due to muscle spasm. The patient noted that this has been happening intermittently over the last 2 months. The patient was stable before, during, and after the device interrogation and will continue to be monitored closely. The clinicians were unsure of the cause at the time but planned to perform a pocket revision in attempt to prevent this from occurring going forward and will potentially relocate the pocket if necessary.